Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer reports # 3005099803-2012-01693 and # 3005099803-2012-01767 address these devices. It was reported to boston scientific corporation that a dreamwire and wallflex enteral colonic stent were used on (B)(6) 2012 during a stent placement procedure in the sigmoid colon. According to the complainant, the patient has carcinomatous peritonitis and colon cancer, which has metastasized to the lungs and liver. The stenosis was approximately 12mm in length, from the descending colon to the sigmoid colon, and the patient's anatomy was reported to be very tortuous. Additionally, it was noted that the patient had not received any anticancer drugs, chemotherapy and radiation therapy. During the procedure, the guidewire (manufacturer report # 3005099803-2012-01693) was advanced through a non-bsc cannula and, with some difficulty, passed over the target lesion within the sigmoid colon. At this point, the physician thought that both the guidewire and cannula may have perforated the flexed portion of the colon. Contrast media was injected, however, a leak was not confirmed. The physician continued the procedure and placed a wallflex enteral colonic stent (manufacturer report #3005099803-2012-01767) at the target site. After placing the stent, the physician checked again for a perforation with contrast media. Subsequently, a CT scan confirmed that there was a leak at the mid area of the stent. In the physician's assessment, the perforation may have been a result of several factors including the expansion of the stent against the weakened gastrointestinal walls or the patient's tortuous anatomy and long stenosis. Some of the ascites and free air were removed from the patient through the use of a pneumoperitoneum needle. The original dreamwire and wallflex enteral colonic stent were used to complete the procedure. The patient was reported to be in good condition post procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.